Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's dizziness resolved and the tinnitus greatly reduced. This is a final report.

Event description:
On (B)(6) 2019, the recipient's device was reportedly explanted, but the electrode array and lead was left in-situ. On (B)(6) 2019, the recipient experienced a sudden onset of dizziness and tinnitus. The recipient noted that the electrode lead was extruding. The recipient then removed the electrode completely. The surgeon examined the incision site and it appeared to be fine. The recipient was prescribed zithromax prophylactically.